Event description:
Customer reports the following: "biomed reported pump failures in log. No patient harm." Preliminary evaluation of the logs indicate that this is a sticking outlet flag (pin) issue. This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.